Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: cat# 00877503201, lot# 2533772, bioloxâ® delta, ceramic femoral head; cat# 00630505032, lot# 61399443, liner standard. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted stem and head, covered in bio-debris. No further evaluation can be made. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with comminuted acute periprosthetic proximal femoral metadiaphysis fracture. The fracture location and pattern puts the femoral stem at high risk for loosening. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a hip revision due to periprosthetic fracture. Stem, head, and liner revised. Attempts have been made and no further information has been provided.